Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysgeusia ("metallic taste in mouth"), headache ("headaches"), dizziness ("dizziness"), amenorrhoea ("no period"), urinary tract infection ("urinary tract infections"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, dysgeusia, headache, dizziness, amenorrhoea, urinary tract infection, mood swings and fatigue outcome was unknown. The reporter considered amenorrhoea, dizziness, dysgeusia, fatigue, headache, mood swings, nausea, pelvic pain and urinary tract infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.